Manufacturer narrative:
Batch review performed on 19-apr-2023. Lot 2211895: (B)(4) items manufactured and released on 10-aug-2022. Expiration date: 2027-07-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Other devices involved: liner: mpact 01.32.3241hc10a face-changing 10° pe hc liner ø32/d (k183582) lot 1810848: (B)(4) items manufactured and released on 18-mar-2019. Expiration date: 2024-03-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 3 other similar reported cases during the period of review.

Event description:
The patient had a primary surgery on (B)(6) 2022 with competitor components and came in for reasons unknown. The surgeon implanted successfully a medacta cup and liner and retained the competitor's head and stem. On (B)(6) 2023, the patient came in for reasons unknown and the surgeon revised successfully the competitor stem and head with a medacta stem and head. Presently, on (B)(6) 2023, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised successfully the head and liner.